Event description:
It was reported that during shoulder arthroscopy, the use of the blade 5.5 full radius locked the handpiece and white powder came out when the blade was force to be used. It broke several times during the surgery. The procedure was a completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with original packaging with the batch number of the complaint on the label. The color scheme of the device matches the print. The adaptor body has come loose from the outer cannulated blade. The adaptor body hole, for the outer blade tube, is cracked. Multiple teeth on the inner blade are bent and deformed which has wore against the outer blade edges as it spun and deformed them. Bio debris is present. A functional evaluation showed that the outer blade comes out of the adaptor body. The inner blade is stuck inside the outer blade and will not turn due to its bent and deformed teeth. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Although, a procedural variance vs user error could not be rule out. The biocompatibility of the unidentified white powder is unknown. Nor was it communicated whether the unidentified white powder was retained/removed from inside of the patient. Therefore, if the unidentified white powder was retained, we cannot rule out the possibility of local irritation/discomfort, and/or migration of the possible retained unidentified white powder. According to the report, the procedure was a completed without surgical delay using a smith and nephew back up device for the blade and the same mdu, without further complications. No further impact to the patient is anticipated. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (unintended impact). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the IFU for the dyonics elite blade does warn, ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extra cases may result in wear and degradation of the inner assembly. Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised material in the surgical site.¿ please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.